Event description:
It was reported that the anchor broke inside of the patient. No patient injury or significant time delay reported.

Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate.